Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with antibiotics (type not reported) on (B)(6) 2025 for a duration of one month. The implanted device remains.